Event description:
The pt had a pump and catheter implanted approximately three years ago. The catheter tip was at t10. The pt started to have "trouble" 2-3 months ago, so an imaging study was done. This showed a mass that was thought to be an intraspinal turmor. The pt was operated on by a neurosurgeon and he found a mass intimately attached to the catheter tip. The pathology report was "bening." The pt was left with no neurologic deficits.